Manufacturer narrative:
Concomitant product: product ID 3093-28, lot# vaetcu, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that during the procedure, the lead had a break/fracture as the insulation became ¿disconnected¿ from the proximal end of the lead component (where the lead plugs into the stimulator battery) which left the wires exposed. It was noted that the lead had already been placed (for testing purposes) and the surgeon decided to use the lead for a temporary basis and replace it when the patient comes back for removal and the stage 2 implant. Troubleshooting and diagnostics performed included impedance testing and x-rays (results not reported). There was no patient symptoms or complications reported that were associated with the event. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Additional information received 2 days later confirmed that the insulation had pulled away from the electrode at the proximal end of the lead (stimulator end) used during the case. It was noted that the healthcare professional (hcp) did not and does not want to touch the lead. The manufacturer¿s representative observed that the hcp insert the lead and did not see any undue stress on the lead during the case. It was reported that, at this point, the patient (in active trial now) was doing ¿ok¿ but was getting some ¿strong sensations¿ on a particular electrode pair. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the lead was replaced and therapy was working. Even the damaged lead which was used for testing for 2 weeks worked as well. No incident was noted.